Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked which did not allow for the battery cap to attach to the pump causing a no power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: a review of the pump black box showed pump reboots had occurred. A visual inspection of the pump revealed the battery compartment was cracked along the side of the pump and the battery cap was stripped. The returned battery cap was unable to maintain an electrical connection; power loss and reboots were duplicated. The battery cap contact height and width measurements were found to be within specification. A test cap used for testing purposes. The pump powered on with the test cap with no alarms or reboots. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.